Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. Reportedly, the customer had plugged the pump into a computer to charge. The customer plugged the pump into a wall adapter and began to charge the pump successfully. No impact to the customer's blood glucose.